Event description:
It was reported that an alarm was not heard but confirmed by telemetry. Telemetry confirmed a critical alarm occurred. Stopped pump may exceed tube set. Motor stalls were noted in the logs. On (B)(6) a stall occurred at 14:00 and recovery occurred on (B)(6) at 08:00. The pump then stalled again on (B)(6) at 22:00 with no recovery noted. Around the time of the motor stall the patient "totaled" his truck. A CT scan was done at that time. The patient did not experience any withdrawal symptoms. The refill date was (B)(6) 2012 with a low reservoir of one ml. Hcp pulled back exactly 1.9ml of drug from the reservoir and questioned if the pump was still delivering medication. There were no volume discrepancies in the past. The pump was delivering bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received further from the healthcare provider (hcp) indicated that the patient was seen on (B)(6) 2012, had pump interrogation, programming and refill. It was noted the patient began having chills and "some" myoclonic jerks three weeks prior, which was approximately one week before the previously reported car crash, from which there were no injuries. It was clarified that they had expected 1.9ml (previously reported that they had pulled back 1.9ml), while the actual volume aspirated was 6.5ml, which was discarded. The pump was refilled with sterile saline at minimum infusion rate "because the pump had stalled since (B)(6) 2012." The health care provider (hcp) then proceeded no csf (cerebrospinal fluid) was aspirated. The hcp suspected catheter obstruction along with pump malfunction. It was noted the patient had "good" pain control at that time. Following this patient was later seen on (B)(6) 2012 and it was indicated that the patient did not know that his pump and catheter had malfunctioned, and that he had not been getting any medication for three weeks, during which time the patient reported good pain control. At this follow up visit, the patient stated his pain had "worsened." Pump interrogation revealed pump in motor stall since last visit i.e. (B)(6) 2012. The patient was started on tramadol oral and planned for "continued aggressive and progressive exercise." Patient's wife indicated that the patient was "more alert, less sedated and less sleepy, now." It was noted that patient was not hospitalised, there was no surgical intervention and patient outcome was noted as recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient came went to the hcp a year ago and it was noted that the motor had been stalled for three weeks at that time. The patient had been getting good pain control so they put saline in the pump instead. The saline has "run out now" and the pump was alarming. The pump was at end of service (eos). The patient planned to see a new physician and have the pump replaced.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump was possibly going empty. In (B)(6) 2012 the pump was filled with saline. The pump was due to go empty of the saline on (B)(6) 2013. Hcp planned to contact the patient. Additional information reported that the pump "malfunctioned" about three weeks prior to a refill that happened over a year ago. There were no medical symptoms at the time so they put saline in the pump and discontinued the pump use. Hcp contacted the patient. The patient was fine and was hearing a pump alarm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).